Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as there was a backlight liquid crystal display issue due to a connector on the main printed circuit board (pcb). It was also noted that the on/off button on the keypad was out of specification electrically. The hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer's assess ment. There was no patient involvement.